Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer representative with an implantable drug infusion pump indicated for spinal pain. The pump contained morphine with an unknown concentration and dose. It was reported the patient had left hip surgery approximately 1 year ago (2016) on the same side of the pump abdomen pocket location, and the pump was shifted during surgery. It was unknown if electrocautery contacted the pump. No patient symptoms/complications were reported related to the shifted pump in 2016. The patient weight was unknown. Additional information received from the consumer via the representative on 2017-mar-29 reported the hip surgery was in 2016. No symptoms were experienced due to the hip surgery. The representative was notified of the event on (B)(6) 2017 when surgical history was discussed between the patient and her daughter; the representative happened to overhear their conversation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the representative reported that according to the conversation the representative overheard/eavesdropped on tuesday ((B)(6) 2017) between the patient and her daughter, the patient believed that the shifting of her pump could have been due to her left leg being pushed back toward her chest to intentionally ¿pop¿ the hip out of the socket for replacement surgery. No actions had been taken to resolve the shifted pump. The hip surgery was thoroughly unrelated to the device.